Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. The customer stated that they ran controls and they were within range. Data was provided for one level of control and it was within range on the day of the event. The provided control data appeared to be ok. Upon review of the alarm trace, an abnormal sample aspiration error occurred on another module on the same line. This is an indicator of possible poor sample quality. The field service engineer determined the sample probe out of adjustment. The probe adjustments and pressures were checked. Precision studies were performed and were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The repeat values were deemed correct. The first sample initially resulted in a glucose value of 29 mg/dl accompanied by a data flag and repeated as 53 mg/dl. The second sample initially resulted in a glucose value of 26 mg/dl accompanied by a data flag and repeated as 99 mg/dl. The third sample initially resulted in a glucose value of 49 mg/dl accompanied by a data flag and repeated as 87 mg/dl. The glucose reagent lot number was 58418001, with an expiration date of 31-jan-2023.